Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from australia reported that she obtained blood glucose readings of 7.5 mmol/l and 33 mmol/l with the contour next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next gen meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0jpeg08a using a blood sample, which gave a satisfactory performance.